Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced one smart coil and two other coils into the target vessel using a non-penumbra microcatheter. While advancing another smart coil, the physician experienced resistance inside the introducer sheath and could not advance the coil at all. Therefore, the smart coil was removed. Subsequently, the procedure was completed using two additional smart coils and five other coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 137.0 cm from the proximal end. The smart coil pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and was undamaged. The pusher assembly was able to be inserted through a 0.0159¿ ring gauge and the mid-joint od was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint become retracted proximal to the friction lock, resistance will likely be experienced during attempts to advance the device. Forcefully advancing the device against this resistance, may result in a kink near the pusher assembly mid-joint. During the functional testing, smart coil was properly re-sheathed into its introducer sheath and was able to be advanced through the introducer sheath and the demonstration microcatheter without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.